Event description:
The manufacturer received information alleging a ventilator's oxygen blending module board malfunctioned. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board was replaced to address the issue.